Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve for implantation of a native tri leaflet aortic valve. The right femoral artery was used as the access site. Difficulty was encountered during esheath insertion due to scar tissue within the skin tract. An initial attempt was made with a 14 fr sheath, followed by dilation with a 16 fr dilator. The esheath was inserted at a steep angle (greater than 45 degrees). It was later determined that the esheath had not been fully advanced into the vessel. When the delivery system was introduced, resistance was encountered. The incomplete advancement of the sheath caused the baby blue transition zone to bend, and the valve frame was observed to prolapse within the sheath. During this process, it appeared that the pusher component was buckling. Based on these observations, the clinical team elected to stop the attempt and restart the procedure using a new sheath and delivery system. Sheath liner damage and valve frame damage were observed. No withdrawal difficulty occurred. No patient injury was reported, and the patient remained in stable condition. A new system was used, and the valve was successfully implanted. The patient was alive at the end of the procedure. Images and a 3mensio report were provided. The perceived root cause was incomplete advancement of the esheath prior to introduction of the delivery system, compounded by the steep insertion angle and presence of scar tissue requiring additional dilation. Edwards devices, including the esheath and delivery system associated with a 26 mm valve, were used during the procedure. The devices were discarded following the case and are unavailable for return.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damaged was empirically confirmed based on information received to date. Available information suggests procedural factors (insertion angle, sheath insertion technique, high push force) likely contributed to the event as reported 'when the delivery system was introduced, resistance was encountered. The incomplete advancement of the sheath caused the baby blue transition zone to bend, and the valve frame was observed to prolapse within the sheath. During this process, it appeared that the pusher component was buckling. Based on these observations, the clinical team elected to stop the attempt and restart the procedure using a new sheath and delivery system' and 'the perceived root cause was incomplete advancement of the esheath prior to introduction of the delivery system, compounded by the steep insertion angle and presence of scar tissue requiring additional dilation'. Improper sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability, steep insertion angles and/or non-coaxial alignment between devices. Such techniques may include incomplete sheath insertion, lack of secure fixation, or positioning of the fully expandable portion outside the vasculature. These conditions can exacerbate the push force and promote unfavored interactfions between devices (e.g. Crimped valve catching on inner sheath lumen), leading to frame damage (i.e bent struts) and/or damage to sheath or delivery system (e.g. Kinking or compromised integrity of associated components). The complaint for frame damage has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.